Event description:
The customer stated that she was taken to the hospital due to low blood glucose levels. Prior to the hospitalization, the customer was at work, and her blood glucose levels dropped to 44 mg/dl. The customer was treated by paramedics, and brought her blood glucose levels to 88 mg/dl. The customer was in the emergency room at the time of the call, and was unable to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.